Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the sensor had inaccurate readings that triggered threshold suspend alarm. The customer¿s blood glucose was 169 mg/dl, 104 mg/dl and the sensor glucose was 46 mg/dl, 59 mg/dl. The customer was advised do not calibrate on a sensor alert. The customer was advised to enter blood glucose reading into the pump immediately after testing blood glucose, do not delay entry. The sensor will be returned for analysis.